Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the users were unable to log in to the station. Device showed on the white screen and not able to log in to the screen at all. Customer rebooted, plugged and unplugged the cables, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that internal communication port for drawers on communication sled was faulty. A field service engineer (fse) replaced the faulty communication sled to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the users were unable to log in to the station. Device showed on the white screen and not able to log in to the screen at all. Customer rebooted, plugged and unplugged the cables, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.